Event description:
It was reported that catheter and guidewire entrapment, pain and aborted procedure occurred. The 100% stenosed target lesion was located in the mildly calcified distal superficial femoral artery. A 3.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. The balloon was deployed; however, during withdrawal, the physician could not remove the balloon over the choice guidewire. The balloon and the wire were entirely removed as one unit. The physician decided to abort the procedure because the patient was having so much back pain. No patient complications were reported. The patient will return at a later date to be treated with atherectomy.

Manufacturer narrative:
Device evaluated by MFR.: the guidewire was returned loaded within the coyote es. The returned guidewire had the distal end bent/kink. The returned guidewire was found stuck within the coyote es. The coyote es was dissected in order to release the guidewire and residues of dried blood were found that consequently could have been causing the stuck condition of the guidewire within coyote es. The guidewire was measured within specification.

Event description:
It was reported that catheter and guidewire entrapment, pain and aborted procedure occurred. The 100% stenosed target lesion was located in the mildly calcified distal superficial femoral artery. A 3.5mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. The balloon was deployed; however, during withdrawal, the physician could not remove the balloon over the choice guidewire. The balloon and the wire were entirely removed as one unit. The physician decided to abort the procedure because the patient was having so much back pain. No patient complications were reported. The patient will return at a later date to be treated with atherectomy.